Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation" and "42 year old implant, leaking". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 h6.

Event description:
Device was discarded.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii, fat necrosis, and calcifications.